Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acl btb surgery the screw was damaged because the device started crumbling. All parts were retrieved from the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-4020c-07 serial/batch number (B)(6) was received for investigation. A visual inspection revealed significant damage to the screw, which had broken into two pieces. The threads on the fractured segment were damaged, resulting in a distortion of its original form. Functional testing is not applicable to the device received. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause for the reported failure can be attributed to improper bone prep, misaligned insertion, or prying/leveraging the device during insertion.